Event description:
It was reported that there was an increase in threshold to greater than 3.5 volts, and the patient was admitted to the hospital with no capture. Attempts to obtain final device disposition were unsuccessful. No patient complications have been reported as a result of this event. Additional information was received reporting that the lead was capped due to high thresholds.

Event description:
It was reported that the patient was admitted to the hospital with an increase in threshold and no capture. Attempts to obtain final device disposition were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.